Event description:
A malfunction alarm with code malf 16 was reported, and it was determined that the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy while awaiting a replacement pump from technical support. Technical support confirmed the shipping address and instructed the customer on how to proceed with returning the faulty pump using a pre-paid label.